Event description:
Customer reports that the event, electrical shock, occurred during an unk surgical procedure on (B)(6) 2012. Customer reports the healthcare professional was "plugging in the surgeons headlight. Got an electrical shock, it shorted out wall panel. Healthcare professional then got tingling in right arm and tightness in the chest", and did not lose consciousness. She was seen in the emergency room for clinical assessment and cleared to work the next day. Treatment, routine clinical monitoring.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.